Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was extensive corrosion inside the monitor. The cause of the corrosion is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.